Event description:
Reporter alleged blood glucose device was reading erratically (in the 200s mg/dl and "hi"). However, customer did not have any symptoms. It was stated when customer was reviewing meter memory when talking to the manufacturer, back to back tests of 291 mg/dl taken at 11:35 compared to a result of 119 mg/dl taken at 11:40 pm was discovered. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.